Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an intraocular lens (iol) was explanted due to intractable glare and decreased contrast sensitivity. Additional information was received reporting the patient felt there was a film over the vision and it could not be lifted with a refraction of the small residual refractive error and lack of quality of distance vision. In surgeon's opinion, the patient failed to neuro adapt after 2 month of the surgery. The iol was replaced with a monofocal toric lens.